Event description:
It was reported that a 52-year-old caucasian female who underwent primary breast augmentation with 600ccc mentor memorygel breast implants experienced dissatisfaction with her procedural outcome and left sided rupture post procedure. The patient wanted the implants removed and rupture was discovered during explant. Explant without replacement was performed on (B)(6) 2023. See 1645337-2023-07405 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5911217 number on july 31, 2023 and no non-conformances were identified. Manufacturer¿s reference number: (B)(4) on july 31, 2023 mentor became aware that the incorrect manufacturing record evaluation (mre) statement was placed in the initial report submitted. The incorrect statement is as follows: since no lot number was provided, no manufacturing record evaluation review could be performed. The correct statement should have been: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The manufacturer record evaluation has since been completed.